Manufacturer narrative:
Imdrf annex a , b, c, d and g grid fields are updated. After investigation this file is determined to be not-reportable.

Event description:
It was reported that replace power cord supply by customer. There was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12apr2017 the review was performed from the date of manufacture to the present date 25feb2021 a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility

Event description:
It was reported that replace power cord supply by customer. There was no reported patient involvement.